Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated blocks: h3 & h6. The service repair technician (srt) could not duplicate the reported complaint as the cursor control was responding to touch. The data logs were reviewed and there was no indication of a dead or frozen screen. There was a sign of physical damage on the screen; a gouge in the middle of the display screen but the damage did not affect the functionality of the unit. The srt replaced the touch screen as a precaution and release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Per the user facility, the issue has not reoccurred. This device is intended for export and only shipped to japan and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4).

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) touchscreen panel was unresponsive. As a result, it was replaced with another heart lung machine (hlm). After restarting, the issue was resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.